Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported a melted power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male end of the plug appeared melted and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per the recommended power source. The biomed tech stated the power cord was replaced and the machine was to be tested tomorrow before being placed back in service. The biomed tech stated the power cord was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a melted power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male end of the plug appeared melted and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per the recommended power source. The biomed tech stated the power cord was replaced and the machine was to be tested tomorrow before being placed back in service. The biomed tech stated the power cord was available to be returned for evaluation.

Event description:
A biomedical engineer (biomed tech) reported a melted power cord plug was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male end of the plug appeared melted and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi outlet (hospital grade outlet) as per the recommended power source. The biomed tech stated the power cord was replaced and the machine was to be tested tomorrow before being placed back in service. The biomed tech stated the power cord was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the power cord was returned to the manufacturer to date for physical evaluation. A visual inspection on the power plug found no physical damages. There were no signs of heat damage, smoke, burning smell, sparks, charred marks, or any melted components on the plug. An inspection on the prongs found no arcing/pitting. A continuity and resistance test on the plug found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.